Event description:
The physician was attempting to use one inpact admiral balloon to treat a moderately calcified and tortuous mid right sfa plaque lesion exhibiting 75% stenosis. The device was removed from its packaging and prepped per the IFU - on inspection, no issues were noted. A non-mdt inflation device was used. The same inflation device was used successfully with other devices. The lesion was predilated. No resistance was noted when advancing the device to the lesion. It was reported that at 8atm it was noted that the balloon could not maintain pressure despite trying to constantly inflate the balloon. The physician then removed the device and completed the procedure using a non-mdt stent. Despite being unable to maintain atm pressure, the physician was happy with the vessel outcome. No patient injury was reported.